Event description:
The doctor reported that during implant placement the mount fractured and a small portion of it remained inside the implant. Dental position 44. The implant had to be removed with forceps.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4)0 one (1) imp,tsv,mcol mg,3.7mm,10m (tsvmb10) and mount were returned for investigation. Visual inspection of the as returned product identified damage to the implant from the removal process. The mount was fractured at the hex and the fractured piece was inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fractured mount). A pre-existing condition was not noted on the per form. Bone density was high density (type I). The reported device was located on tooth #44 (fdi). The device was implanted and explanted on the same day. DHR review was completed for the subject lot number 1247592. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1247592 for similar event and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the available information, device malfunction did occur and the reported event was confirmed.